Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the loss of aspiration occurred. The target vessel was located in the superficial femoral artery (sfa). During the treatment procedure the physician selected a 2.4mm jetstream xc atherectomy catheter for use, the ports became clogged and the device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.